Event description:
Account reports eight incidents in which during the removal of a needle lock device, (gauge size unk), from the sleeve stopper, separation of the sleeve stopper occurred. Reporter stated one incident in which the sleeve stopper ballooned, however, complete separation did not occur. Reporter added that the secondary lines are usually left in place for 72 hours, and for the situations in which sites are accessed more often, they are utilizing a stopcock in line to be accessed rather than the injection site. Reporter stated there was no pt compromise.